Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s breakfast was not announced at the time of the meal and a delayed ¿less than¿ meal entry was made, after which blood glucose rose to approximately 250 mg/dl; the ilet algorithm subsequently reduced glucose toward target without alerts or alarms. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine device use, and no hospitalization. Investigation included a review of device use history and algorithm performance relative to meal announcement behavior. Investigation of this case revealed expected device behavior with glucose elevation attributable to a missed or delayed meal announcement, with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was use-related error related to delayed meal announcement.